Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# v011437, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 377860, lot# v011437, implanted: (B)(6) 2006, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported there was an impedance reading of >3600 ohms. It was noted that every single electrode pair was showing greater than 3600 ohms, but patient was still feeling stimulation. It was noted the patients device currently felt "good in the legs". It was reported that only one impedance test was performed at .24v for the device. It was reported the system had high impedances. It was reported the patient was probably going to get system replaced with another device since he had ms.